Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that bd bbl¿ plate tsa5% sb//levine emb had biological contamination- bacterial, fungal, non-viable. There was three occurrences in this event with no patient impact. The following information was provided by the customer: get mouldy.

Manufacturer narrative:
H.6 investigation summary: 252258 lot#2130468 we confirmed issue as a report from photo. The issue was contamination. Photo showed the bacteria on the blood agar 1cfu each. Lot was expired, we couldn't test retention sample. No issue in DHR. No trend. We will continue to monitor this issue.

Event description:
It was reported by the customer that bd bbl¿ plate tsa5% sb//levine emb had biological contamination- bacterial, fungal, non-viable. There was three occurrences in this event with no patient impact. The following information was provided by the customer: "get mouldy."